Event description:
The customer reported that the insulin pump alarmed motor error while rewinding the insulin pump. She was unable to complete the rewind sequence. Customer's blood glucose level was 139 mg/dl. At one point her blood glucose level went up to 522 mg/dl. She treated her blood glucose level by drinking water and baking soda. The customer was feeling nauseous, dizzy, and her heart was pounding. She changed her infusion set because she thought it was occluded. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error alarm was noted during the bolus or basal delivery. The motor was tested outside of the device and passed. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.